Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: a review of the pump¿s black box history showed that multiple ¿174: basal_edit_not_saved¿ warnings were recorded on 06/11/2014. The bolus history showed a total of 10.65u delivered on (B)(4) 2014. The basal and bolus deliveries added up correctly to the total daily dosage recorded. The pump was exercised for 24 hours on a 1 unit per hour basal rate and the pump reflected 24 units correctly in the basal history. ¿advanced boluses¿ were correctly delivered and recorded in the pump history. The pump was found to be delivering accurately within the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim. The complaint that the basal and bolus histories did not match the total daily dosage history was not able to be confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the total daily dosage history did not match the basal and bolus history totals on (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.